Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause of this event is anticipated procedural complication, because stent restenosis is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Same case as MFR report #: 2134265-2009-01765. Same pt as MFR report #: 2134265-2008-02129 and -02130. Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure the pt developed in-stent restenosis. The initial procedure treated the mid lad (left anterior descending) with two taxus express2 stents (3.0x28mm and 2.5x24mm). Angina assessments in 2008 were negative. The pt returned 300 days following the initial procedure with 90% in -stent restenosis of the 3.0x10mm mid lad. Balloon angioplasty was performed resulting in 0% residual stenosis and the pt was reported to be "better". The pt was discharged one day post procedure. One month post reintervention there was no angina reported.